Event description:
Patient reported left side "capsular contracture baker grade unknown and pain¿ and ¿is extremely worried about alcl". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade IV, severe pain and extremely worried about alcl. Additional shortness of breath and fatigue not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5 reason for reoperation: capsular contracture baker grade IV.